Event description:
It was reported the patient experienced an ¿early device failure¿ and the device was completely explanted. It was stated the implantable neurostimulator (ins) underwent ¿premature¿ battery depletion. It was reported the patient was ¿suddenly unable to charge¿ and experienced a ¿loss of stimulation/therapeutic effect.¿ it was further reported the patient¿s loss of stimulation was sudden, despite ¿using stimulation normally and charging regularly.¿ it was noted several physician mode resets (pmrs) were attempted ¿without success.¿ it was further noted impedance testing and reprogramming had also been performed, though the results were not reported at the time of report. It was stated the ins could not be communicated with while using a physician programmer. It was noted the patient was ¿alive¿ with ¿no injury¿ following the explant procedure. Additional information was reported three days after the initial report that the patient was ¿doing well¿ and ¿receiving good stimulation¿ with ¿no issues¿ following the replacement of the ins. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery; the total recharge count is 10. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 3 hours and 21 minutes. The battery charged from 3.655v to 3.935v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. A normal recharge was started manually after a physician mode recharge at room temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 9 hours and 12 minutes from 1.945v to 3.975v. Battery discharges rapidly. Communication between the ins and the 8840 clinician programmer, the 37744 patient programmer, and the 37751 recharger functioned normally. Analysis of the extension (serial # (B)(4)) showed no significant anomaly. The extension body was cut through/segmented.

Manufacturer narrative:
Product ID: 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n284429, implanted: (B)(6) 2012, product type: adapter. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.